Event description:
It was reported that the customer's insulin pump alarmed motor error during the basal process. Troubleshooting was performed. Ran a displacement test and the test failed. Advised the customer to discontinue use of the insulin pump and revert to back up plan of manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.